Manufacturer narrative:
(B)(4). A portion of the sample associated with this report was returned. The sample was returned without the inflation valve and without a portion of the inflation line. Inflation/deflation testing was conducted on the piece that was returned and is was observed that the cuff was able to inflate and deflate with no restriction or obstructions. The reported condition could not be confirmed with the pieces that were returned for analysis, however full functional testing could not be carried out because the sample was returned incomplete.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that nine (9) days after the tracheostomy tube was inserted, a nurse tried deflating the cuff, but the air would not come out, so she had to cut the inflation line. Even after the cut of the inflation line, the cuff didn't deflate completely. The patient was decannulated.